Event description:
It was reported that an adapter cord had wires exposed and could no longer charge an (B) (4) handheld computer. The manufacturer delivered a new handheld to the neurologist and received the old (B) (4) handheld computer which is currently undergoing product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.